Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form properly. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed nine clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was cholangiogram done on procedure? No. Was device fired over another clip or hard structure? Not that I am aware of. On which firing did issue occur? On the 3rd firing. How was case completed? Opened another clip applier.